Event description:
It was reported that: "the physician was treating a dural avf with optiblock coils. We had successfully delivered (10) optiblocks prior to issue. On the 11th coil, we were attempting to use a 4mmx35cm optiblock. We had to adust the coil position several times as we could not get the coil to sit exactly where we wanted. After multiple repositions, the coil prematurely detatched and we had to remove the entire coil. There was not a lot of vessel tourtosity and the only thing to note would be the handful of times we had to reposition the coil." Incident report form submitted for this complaint indicates that no patient injury was sustained. Update 27feb2026 - additional information received from the issuer: "coil was at treatment location when this occurred. The physician used a 3cc syringe on the back of the micro to suction back coil until he got the coil all into micro then removed the micro catheter."

Manufacturer narrative:
Balt USA reference: (B)(4). An evaluation of the actual complaint sample could not be performed as device was unavailable to be return. Based on the provided information, root cause could not be definitively determined. Lack of device return prevented deeper evaluation of the reported issue. Review of the lot history records did not reveal any in-process or lot-specific issue that could account for the observation. No additional complaints against lot number f250300276 has been made for the same issue. Comprehensive analysis of this failure mode has remained subject to monitoring for any unacceptable increase in trend. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report of the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event.